Event description:
A facility reported that a pt had an excess of 4.5 kg during a dialysis treatment. The facility states the recommended pretreatment testing was performed the evening before. The pt experienced cramping and hypotension approx half way through the 4 hour treatment. The ultrafiltration was turned off and the pt was treated with normal saline, hypertonic saline (23.4%) and quinine. There were no unusual alalrms reported during the treatment, but the operator noticed that the pt's venous blood appeared dark and made the decision to discontinue the treatment. The pt's blood was returned. The pt's symptoms subsided and the treatment was restarted with a new dialyzer and bloodlines. The pt's weight after the first treatment indicated a weight loss of 6.6 kg. There is a discrepancy of 2.5 kg. In this weight and the weight documented prior to the second treatment. The cause of this discrepancy is unk. The machine was removed from the treatment area for repair. The facility's technician disassembled the machine before the manufacturer's representative arrived. Some parts were missing these parts were replaced, then the machine was reassembled and proper operation was vefiried. No parts were available for evaluation. The actual cause of the problem cannot be determined due to the condition of the machine.